Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue is determined to be patient condition because the patient died even before the pump was placed. Corrections to the initial MFR report: b1-selected adverse event. B2-selected death and added date of death. Added-d6a/d6b. H1-type of reportable events updated to death. H6 impact code 2199 changed to 1802.

Event description:
The complainant reported that at the beginning of the impella cp procedure the sheath was used but impella was not placed since the 67-year-old male patient coded. The cp case was aborted. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci & impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.